Event description:
Information received indicates the foot end of stretcher will not brake but the head section is working.

Manufacturer narrative:
The technician found the brake and steer casters were bent. He replaced both casters to repair the stretcher.